Event description:
It was reported an issue with monosyn suture. The client reported that the thread is without needle in the package.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
There are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a one closed sample and a one open and unused (contaminated) sample with needle detached from the thread (thread is not wound on the pack and the needle is missing). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Needle attachment strength result conducted on the closed sample received fulfils the european pharmacopoeia (ep) requirements: 0.49 kgf (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the closed sample received fulfills specifications, we consider that the open sample received in an isolated unit affecting only this article code batch. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment sntregth results conducted on samples before releasing the product were 0.75 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies the european pharmacopoeia and b. Braun surgical requirements, and the open sample received is contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, the closed sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.